Event description:
Pt presented to the ed with complaint of severe back and leg pain. She is s/p l4-5 decompression in (B)(6) 2006. X-rays show 2 of the screws have fractured, at 5, with minimal displacement.